Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jan 6, 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was received coated in viscoelastic residue and stuck to a piece of paper. The lens was removed and cleaned revealing no issues that could cause or contribute to the complaint issue. The physical characteristics of the received lens was confirmed to match that of a dib00 model lens. No further evaluation was performed. The complaint issue reported could not be confirmed during product evaluation, and no issues were identified. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 & a6: unknown/ requested but not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was explanted from the patient's left eye due to other disorders of the eye following cataract surgery. The replacement lens was another johnson and johnson with same model and different diopter (dib00 and +18.5). There was no unplanned vitrectomy or sutures reported. The direction for use were followed. No further information was provided.